Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient said she is getting electrical shocks in the hand. She will get it when she touches the computer. It happens every now and then. It will happen all of a sudden. It shocks through the hand, she said she can see the sparks. She had to drop stuff because of the shocks. Patient said she fell a couple weeks ago, but she was getting the shocks before she fell. The patient also asked about going to a non-rechargeable device. The patient said she charges every two days. It was reviewed with the patient the non-rechargeable lasts based on your usage. It was also reviewed she might be getting it replaced a lot sooner because of her usage if she went to a non-rechargeable. No further complications were reported. No additional patient symptoms were reported.